Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator (ens) for urge incontinence. It was reported that trial patient was feeling a bit constipated this morning. Then on 2019-aug-25 trial patient reported their stimulation on the left side at 1.0 and was feeling stimulation at the incision site not in the bicycle seat area. On 2019-aug-26 trial patient again reported the only stimulation they feel was in his incision area. No further complications were reported.